Event description:
It was reported to medtronic that when stimulating with a probe, the mainframe does not give any signal. There was no patient impact reported.

Manufacturer narrative:
A nim response 3.0 patient interface (B)(4) was also involved in this event. However, it was reported to the FDA on MDR #104 5254-2012-00750. The device analysis submitted in the initial regulatory report was for the patient interface. The nim response 3.0 mainframe (B)(4) was also returned for evaluation. There was no fault found with the mainframe and the alleged complaint could not be duplicated...in lieu of this, analysis for the patient interface found failure in the cable due to a short and was therefore replaced. Both devices were tested to specifications and have been returned to the customer. The initial regulatory report only indicated the result and conclusion of the patient interface, therefore the following codes are being updated: result: no failure detected. Conclusion: no failure detected, device operated within specification.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned for evaluation. The customer's complaint of a false negative could not be duplicated or confirmed. The cf card was replaced and the software was upgraded. Additionally there was fault found with the patient interface cable. The component was replaced. The unit was tested and passed met manufacturing specifications.